Event description:
Patient was undergoing a cystoscopy. Irrigation tubing on continuous flow pump was attached backwards, causing inflow and outflow to be reversed. Air in bladder caused a laceration to bladder, which was repaired immediatelydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, tubing. Conclusion: user error caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, other. Invalid data - on device destroyed/disposed of status.